Event description:
The customer reported that her blood glucose reached 430 mg/dl and that she was not sure if the cannula was properly inserted at the infusion site.

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that she was not sure if the cannula was still properly inserted at the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.